Manufacturer narrative:
Concomitant medical products: product ID 8784, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter; product ID 8782, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient presented with a ¿pocket hematoma¿. The entire device system was removed. It was later reported that the pump was delivering morphine. The cause of the hematoma was unknown. The patient was doing well following the removal. It was later reported that the patient recovered without sequela. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. The catheter was incomplete and returned in segments. Analysis of the catheter revealed acceptable testing and no significant anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.